Event description:
It was reported by the patient that the implantable cardiac monitor (icm) 'fell out'. The icm is no longer in use and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.